Event description:
It was reported the patient had a fall and did not feel stimulation prior to a device replacement. The device was replaced and patient had high impedances intraoperatively. There were some combination pairs with impedances greater than 40,000 ohms. Physician replaced the neurostimulator and extensions but left the original leads and hoped the impedances would "resolve itself." Additional information has been requested and will be made as follow up as it becomes available. Reference manufacturer report #3004209178201006660.

Manufacturer narrative:
(B)(4).